Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: d8, e2, e3, g2 ("health professional" should not be selected as the contact/reporter is not a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the phenomenon ¿the image blacks out¿ was not confirmed, and failure was also not confirmed, and from this, we could not presume. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had the screen black out. The issue occurred during preparation for use, before an unknown diagnostic procedure. There was no delay and the patient was not under anesthesia. The intended procedure was completed using a replacement similar device. There were no reports of patient injury or harm.